Event description:
A non-sterile component was attached to the outside of a custom procedure pack and then used during the procedure.

Manufacturer narrative:
The customer requested a revision to a custom procedural pack. The previous version of the pack had a waste bag component that was purchased sterile and then attached to the outside of the pack in its packaging. The customer requested a different waste bag component for the new version of the pack. The new component was received non-sterile and in its own packaging and was attached to the outside of the pack in a similar fashion as the previous pack version. The product was not labeled or identified as sterile. The customer did not realize that it was not sterile. It was recognized when the customer requested that the component be placed inside the pack with the other components. (B)(4). To date, there have been no post procedure complications reported. All remaining product has been located. The product on hand at the customer's facility has been reworked to include a sterile component. The remaining product not yet shipped to the customer has been located and will be reworked to include a sterile component. Device manufacture date: 09/01/2012.